Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,h2,h3,h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional service center for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, since the reported event was not reproduced, no device problem was found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that the rigid video scope exhibited "dead pixels". There was no patient involvement.